Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed slowly but started to dive. The wire was manipulated and an angiogram, at 50% deployment, indicated proper positioning. The valve was then released and an angiogram revealed that the valve had dislodged out of the annulus. The echocardiogram was unremarkable, however, the valve was snared above the sinotubular junction. A second transcatheter bioprosthetic valve, was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.